Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. The device was used on a patient, however there was no report of harm to the patient. It was reported that the patients' height and weight would be difficult for them to obtain. Furthermore, they don't exactly how long the mask was being used on patients, but it was a very short time as they have only been using the masks for a few weeks. An initial quality evaluation was performed on (B)(4) 2014. The complaint sample has been requested for evaluation. This complaint is being evaluated. This is the first complaint of this type received for this product. No previous investigation exists for this issue for this product. Based on this review unable to determine if product meets specification. An investigation is required to determine if any further actions are required. This involves five patients with four different issues; a separate 3500a form has been completed for the other (6) cases. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported that the bag inflated, but did not deliver appropriate oxygen. The bag inflated, but did not deliver the appropriate oxygen and was desaturating with 15 liters non-re-breather mask. The end user was switched to another device and had no further desaturation.